Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, however the issue could not be resolved. Subsequently the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2017 to excise skin during an abutment change.